Event description:
It was reported that the lead was oversensing and had high impedance. The lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It has been further reported that the patient received inappropriate shocks and there was a possible header issue with the device. The implantable cardiac defibrillator was explanted and replaced. No further patient complications have been reported as a result of this event. It has been further reported that the lead had a potential fracture.

Event description:
It was reported that the lead was oversensing and had high impedance. The lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It has been further reported that the patient received inappropriate shocks and there was a possible header issue with the device. The implantable cardiac defibrillator was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 2 - ventricular nst=200 ms on (B)(6) 2012 at 01:31:00 and 02:17:37. Sensing - interference/noise ventricular short interval count v-sic=24 counts, in 0.11 day, on (B)(6) 2012, in the timeframe between 00:16:14 and 03:00:22. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012, 03:00:13. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 03:00:12. Daily pace lead impedance trend data shows an abrupt impedance increase for ventricular pace bi impedance = 494 to 4047 ohms peak between (B)(6) 2012. (B)(4) the device was returned, analyzed, and analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing and had high impedance. The lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.